Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21feb2024.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.